Manufacturer narrative:
(B)(4) an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted baxter¿s technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during use during dwell. The home patient (hp) was in dwell four. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) had the hp cycle the power on the hc to end therapy. The hp would complete therapy with manual bags. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.